Event description:
Consumer stated that her lips got swollen and red when using the product. Consumer sought medical attention as the inflammation did not subside, and was prescribed prednisone. Consumer has a latex allergy, but this product does not contain latex. Consumer seems to have had an allergic reaction, and sought medical attention. This is a reportable event. Unless additional information regarding the event is received, this incident is closed.

Manufacturer narrative:
Consumer claims an allergy to latex, but this device contains no latex. The device is composed of a copolymer material which has a wide variety of both food-grade, cosmetic, and personal care applications. Manufacturer is continuing to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.